Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical testing determined the lead was electrically continuous. Mechanical testing was unable to be performed due to dried blood and body fluid in the tip area prohibited helix function. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of helix extension issues or perforation.

Event description:
Boston scientific received information that this patient visited the emergency room due to a heart wall perforation attributed to the right ventricular (rv) lead that generated chest wall pacing confirmed. The perforation was confirmed via x-ray and echocardiogram. A revision procedure was performed wherein the physician attempted to reposition the lead several times but the helix could not be re-extended. The rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.